Event description:
It was reported that the gastrointestinal videoscope had an image transmission error and image failure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noise image occurred. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions was traced to damage on charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.